Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak and pump exposed to fluid ,the customer¿s blood glucose level was 59 mg/dl at the time of the incident. Customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.